Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06633; 2938836-2020-06634. It was reported that when the patient presented for follow up in clinic, high impedance was noted on the right atrial (ra) lead. Patient experienced dizziness and admitted to hospital for monitoring. After two days of monitoring, loss of pacing noted in ventricles. Right ventricular (rv) lead exhibited intermittent low impedance measurements. No intervention was performed as no specific issue was noted during interrogation. The patient will continue to be monitored.